Manufacturer narrative:
A ge service rep went on site to investigate the malfunction and perhaps replace the left monitor. It was realized that it was actually the right monitor that was out. The right monitor was ordered and replaced by a second ge rep.

Event description:
It was reported that the lfet monitor was out on the system 9800.